Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a bent grip, and the tip does not align with the other grip. The grips do not show cracking damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium-large clip applier instrument involved with the alleged issue to perform failure analysis. Therefore, the cause of the customer reported issue cannot be determined. .

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not clip, and the device was counting it as used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was observed. The surgeon was attempting to place a clip on a vessel or tissue bundle when the clip became dislodged and fell inside the patient. The clip was retrieved during the same procedure. The type of clips used were medium-large hem-o-lok clips. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The instrument was used four to five times before the incident.